Event description:
Customer called to report damage to the insulin pump. Customer reported that the insulin pump has many scratches on the display screen. Customer's blood glucose reading was 160 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, severely scratched lcd window, broken reservoir tube lip, cracked belt clip slot, broken offend cap.